Event description:
My patient reported that the jazzy power wheelchair has the power switch located on the wheelchair arm in front of the joy-stick controller. Upon exiting the wheelchair, she accidentally turned it on and the chair ran over her foot and leg causing a significant laceration and contusion of her right ankle and foot. I observed on her chair that the power switch is located on the wheelchair arm exactly where someone would support their weight when attempting to exit the wheelchair. I personally feel that this is a poor design. Either the push-button switch needs to be moved or a security cover needs to be placed over the power switch. This is the 3rd patient I have had over the past couple of years that this exact mechanism has occurred causing injury.